Event description:
It was reported that this patient was going to be upgraded to a cardiac resynchronization therapy defibrillator (crt-d) system. It was noted that the right atrial (ra) lead had high thresholds and the plan was to extract it. During the procedure the ra and right ventricular (rv) lead was successfully extracted however, while inserting the new introducer to insert the new leads, the introducer or wire perforated the subclavian vein. The patient's arterial pressure dropped and then the patient coded. As a result, the patient passed away shortly thereafter. The new lead was handed off but never placed inside the vein.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific concluded the clinical observation of perforation is a known inherent risk of the lead and is noted within the device instructions for use (IFU), as well as the product's risk documentation. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: as such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of perforation is a known inherent risk of the lead. If information is provided in the future, a supplemental report will be issued. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk assessment: a risk review was completed and confirmed that the event of perforation was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: as such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of perforation is a known inherent risk of the lead.

Event description:
It was reported that this patient was going to be upgraded to a cardiac resynchronization therapy defibrillator (crt-d) system. It was noted that the right atrial (ra) lead had high thresholds and the plan was to extract it. During the procedure the ra and right ventricular (rv) lead was successfully extracted however, while inserting the new introducer to insert the new leads, the introducer or wire perforated the subclavian vein. The patient's arterial pressure dropped and then the patient coded. As a result, the patient passed away shortly thereafter. The new lead was handed off but never placed inside the vein.